Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed 7 times with a power system error. Customer stated that the power was interrupted and delivery stopped. Customer rewound the pump and placed the reservoir. Customer stated that they did so but each time, he got the same alarm. Customer just replaced the battery. Customer was advised to remove the battery and wait until the pump stopped alarming and blinking. Customer placed in the new battery, deleted the alarm, programmed the time and date, rewound the pump, placed the reservoir, primed the catheter, and connected again. Customer stated that the problem was solved.